Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ¿collet¿ (jaws) did not seal. There was no injury. A new device was used to continue the procedure.

Manufacturer narrative:
(B)(4). New information from the customer stated the jaws of the device activated and did not seal. End-tones, indicating a completed seal cycle, and re-grasp alarms were heard. There was no patient injury and no blood loss. The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
New information from the customer stated the jaws of the device activated and did not seal. End-tones, indicating a completed seal cycle, and re-grasp alarms were heard. There was no patient injury and no blood loss.

Manufacturer narrative:
Evaluation summary: one lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported alarm activation. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.